Event description:
Olympus was informed that during a procedure, the tip of the device broke off inside the pt and was lodged in the pt for a moment. No patient injury was reported. No additional information was provided. Olympus followed up with the user facility via telephone and in writing to obtain more detailed information about the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported phenomenon was confirmed. A visual inspection of the device under a microscope found that the locking notches of the burr that the blade is attached to broke off. The broken piece was not returned. The dimension of the broken burr measured approximately 14mm from the distal tip. When tested with an olympus test equipment, the nose cone of the device rotated smoothly and the inner blade attached to the shaft without any resistance. However, the functionality test could not be performed due to the fact that the burr was broken. The most likely cause of the reported phenomenon is excessive force being applied on the burr of the device.